Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found internal abrasion at 8cm to 9cm from the distal tip. External abrasion noted at 36.3cm to 38.5cm from the he lix end. (B)(4). Complaint received with return of device. Failure (event) observed during analysis.